Manufacturer narrative:
Per tandem's user guide: always remove all air bubbles from the system before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Reportedly, the customer was filling the cartridges while the cartridge laid on the table instead of the cartridge being vertical. Tandem technical support reviewed the fill process with the customer. Additionally, it was reported that resistance was experienced during the fill process. A syringe needle change was performed to address the issue. Customer's blood glucose level ranged between 331-332 mg/dl.